Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17881694) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 120 150 7x150mm smart vascular self-expanding stent delivery system (ses) was damaged upon opening the packaging. The damaged means separated, and it was noted at the shaft of the stent/pusher. As stated by the customer, they were not matched up, therefore, they could not feed a wire thru the lumen. There was no damaged noted to the packaging of the device. There was no reported patient injury. The procedure was a peripheral procedure. The device was prepped as per the instruction for use (IFU). The procedure was completed using a new unknown stent. The device will be returned for evaluation.

Manufacturer narrative:
A smart 7mm x 150mm vascular self-expanding stent delivery system (ses) was damaged upon opening the packaging. The damage means separated, and it was noted at the shaft of the stent/pusher. As stated by the customer, they were not matched up, therefore, they could not feed a wire thru the lumen. There was no damage noted to the packaging of the device. The procedure was a peripheral procedure. The device was prepped as per the instruction for use (IFU). The procedure was completed using a new unknown stent. There was no reported patient injury. The product was returned for analysis. One non-sterile smart 7mm x 150 mm was received for analysis inside a plastic bag. No original packaging was returned. Per visual analysis, the stent of the unit was received in-place not deployed. The strain relief was observed bent. The valve was received partially locked. Neither the body of the catheter nor the hypo tube rod were observed separated. No other anomalies were observed. The reported ¿stent delivery system (sds)-ses - separated - during prep¿ was not confirmed since neither the body of the catheter nor the hypo tube rod were observed separated. However, the exact cause of the bend observed on the strain relief could not be conclusively determined during the analysis. Handling factors may have led to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.